Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for bending during use pe & the 1st related complaint for breaks off during use pe on lot # 9281257. A review of risk management document 10000084266, revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, bending during use pe & breaks off during use pe) was captured and addressed appropriately. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us cannula broke off. The following information was provided by the initial reporter: "it was reported that needles bend at patient end during injection, stated that sometimes the pen needles break at patient end during injection. Verbatim: 06/22/2020 - per us com update: pen needle breaks at the injection site before penetrating the skin. Consumer reported that the pen needles bend at patient end during injection. Also stated that sometimes the pen needles break at patient end during injection. Needle did not break off into the skin. Consumer does not re-use."